Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump black box showed that the user was inserting discharged batteries during battery changes resulting in frequent low battery warnings. During investigation, the pump was exercised for 24 hours without interruptions. The pump current draws were tested and found to be within specifications. The pump was opened and no damage was observed to the battery terminals.

Event description:
It was reported the pump would not power on. The patient replaced the pump's battery three times with new batteries, and claimed the date/time were correct. The patient alleged the pump would not display the screen and no audible beeps were heard. There was no adverse event associated with this issue.